Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the distal common bile duct of a patient, on (B)(6) 2011, as part of the (B)(6) study clinical trial. According to the complainant, the patient was previously diagnosed with chronic pancreatitis in 2005. On (B)(6) 2011, liver function tests were recorded, and baseline biliary obstructive symptoms included right upper quadrant pain. A pre-study stent placement cholangiogram revealed a distal biliary stricture. A sphincterotomy was performed prior to this procedure; however a sphincterotomy was not performed during the study stent placement procedure. It was reported that the stricture had been previously dilated with two plastic stents. The previously placed plastic stents were removed prior to the study stent placement. The 10mm x 40mm metal stent was deployed in satisfactory position across the stricture post cholecystectomy. The subject was treated as an inpatient and was discharged on (B)(6), 2011. On (B)(6) 2012, the patient underwent the per-protocol removal of the implanted stent. During removal of the stent, resistance was encountered; however, the stent was able to be removed in one piece. The post removal cholangiogram showed no evidence of a recurrent stricture requiring re-intervention. There were no patient complications or reported hospitalizations associated with this event. The patient was reported to be fine post procedure, and was treated as an outpatient.